Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08660 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no alarms regarding insulin flow blocked. Customer experiencing high blood glucose of above 400 mg/dl. Customer stated they changed infusion set several times without effect. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.